Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 no symptoms were documented. The reporter stated, the patient was sleeping and they got an alert of low glucose and they went to the ER, once they were there the glucose levels were not low,¿ and they were over 400 mg/dl. The sensor displayed ¿low¿ when his bg fs value at the ER was ¿over 400 mg/dl,¿ and the sensor wire appeared to be bent upon removal from the body. Although requested, the customer declined to provide further details of treatment and length of stay at the ER. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.